Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a faulty capacitor on the central processing unit board. The central processing unit board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During training by a zoll medical sales representative, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.